Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation cryoablation procedure, a polarsheath was selected for use. During the procedure, while performing the transseptal puncture using a non-bsc transseptal needle and the polarsheath, the left atrial appendage was perforated. The perforation was surgically repaired to stabilize the patient. The physician alleged the transseptal needle was the cause of the perforation. No further complications were reported. It is unknown if the polarsheath will be available for return.